Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: before infusion, it was found that there was a hair in the unpacked needle during checking, so it didn't use.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9294674. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the photo submitted by the facility was reviewed by our quality engineers, who determined that the identity of the foreign matter was hair from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has installed additional protective covers to our manufacturing equipment at key locations. CAPA 1213433. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: before infusion, it was found that there was a hair in the unpacked needle during checking, so it didn't use.